Event description:
It was reported that during a cholecystectomy procedure, there were malformed scissored clips. A similar device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.